Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown 28mm hexloc high wall liner size d, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00047. Discarded.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately twenty six (26) years post-implantation to replace the poly liner and femoral head due to popping and possible dislocation. Attempts have been made and additional information on the reported event is unavailable.